Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the biphasic pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly. It was observed that the pcb had extensive electrical damage with multiple components affected; therefore further component cause could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had logged multiple event codes. There was no patient use associated with the reported event. Following an evaluation of the device by physio-control, it was observed that the device was unable to complete a defibrillation charge cycle and, as a result, would be unable to deliver a defibrillation shock.